Event description:
Ucsf has installed radiometer america's radiance product which is an information system to support blood gas analyzers. During our "golive" with this product we discovered that adt transactions that result in errors processing individual patients are not reporting by the system. This lead to a situation whereby the instrument performs blood gas testing, no errors are reported, yet the results are not transmitted electronically, unbeknownst to the operator of the instrument. There are no pending logs that we can consult to retroactively identify these situations. This lead to delays -in some cases prolonged-in results reaching clinicians and delays in responding clinically to a critical patient's changing blood gas status, with possible resultant patient harm. Vendor cannot provided a resolution and cannot provide a timeline for development of a resolution. Dates of use: ongoing since 2009. Diagnosis or reason for use: process blood gas results.